Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 5.1 and 5.2 produced a clicking noise but did not open, and recovery attempts were unsuccessful. The field service engineer (fse) shut down the station, removed the drawers, and secured the latch connections. The station was then rebooted, and testing was performed. The pharmacy team completed multiple access and inventory attempts on the affected drawers without any errors, and the drawers were confirmed to be functioning properly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 1 was not closing. Drawer 5.1 and 5.2 made a clicking noise but would not open. Recovery was also unsuccessful. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.